Event description:
The customer reported that the monitor did not produce an audible sound. The device was in use on a patient. There was no report of patient or user harm. The field service engineer (fse) went onsite and restarted the kvm to resolve the issue. Functional testing for sound was performed and the device passed. The device remains at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.